Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that they had the system powered on and it was not communicating to the emitter. We rebooted the system and the issue was resolved. There was no patient present.